Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked at the tubing connection to the filter. The following information was provided by the initial reporter: "IV filter fluid leaking where tubing meets filter requiring new lines."

Manufacturer narrative:
Correction: this report, MDR# was filed in error. It is a duplicate of MDR# 9616066-2022-00242. Please consider void.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked at the tubing connection to the filter. The following information was provided by the initial reporter: "IV filter fluid leaking where tubing meets filter requiring new lines."